Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine field inspection at the sterile processing department, it was noticed that the tensioner would not clamp down on a cable to allow for tension. The ball bearing device inside the tensioner was not working properly. There was no patient involvement. Concomitant device reported: unknown cable (part # unknown, lot # unknown, quantity # 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The customer reported that the tensioner would not clamp down on a cable to allow for tension. The ball bearing device inside the tensioner was not working properly. The repair technician reported the device was under warranty replacement. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed cable tensioner was received at cq. Upon visual inspection, it is observed that the surface of the device looks good without any damage. Functional test was performed, and it is observed that the titanium nitride coating knob was not tightening as it was intended. Thus, the reported complaint is confirmed. Does received condition agree with the complaint description? Yes . This complaint is confirmed. Dimensional inspection: dimensional inspection is not relevant to the reported complaint condition. Visual inspection, functional testing, and document specification review of the received device was performed at cq. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part number: 391.201. Synthes lot number: p506782. Supplier lot number: n/a. Release to warehouse date: 25sep2001. Expiration date: n/a. Supplier: pioneer surgical technology. Mrr 49428 was generated during production for 99 parts with length 255. These parts conformed per dco 0701197. Mcn m8715 was submitted to change part length. This non-conformance is not relevant to the complaint condition since it is not related to tensioner would not clamp down on a cable to allow for tension. The ball bearing device inside the tensioner was not working properly.. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.